Manufacturer narrative:
Paired to commercial app using 9 units. Inpen baseline and wireless functionality. App logbook displayed: 15,15,15,15,15,15,15,15,15,15 battery notification was present and premature based on the first bond date. No signs of corrosion. Customer reports: inpen no longer logging doses and low inpen battery notification. Per visual inspection: front shell does not stay attached. No physical damage to cartridge holder or inpen back shell was noted. Cartridge holder locks properly in place. Inpen successfully paired to commercial app. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 14.5u, 15u, 15u, 15.5u, 15u, 15u, 15u, 15u, 15u. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to snap arm being cracked / broken. Cloud data from looker studio indicated that inpen battery was depleted before one year timeline of useful life. However, inpen still was able to communicate to commercial app. Pending further investigation performed in san diego location. Charge/battery lasts less than expected not confirmed, dose log/report data inaccuracy not confirmed and no comm other device to mobile not confirmed. Per san diego analysis: base line functionality test : passed displacement dose accuracy: passed the battery was measured to be at 2.70v paired to commercial app using 9 units. Inpen baseline and wireless functionality. App logbook displayed: 15,15,15,15,15,15,15,15,15,15 battery notification was present and premature based on the first bond date. No signs of corrosion. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the inpen battery was lasting less than expected and received low battery alarms. Troubleshooting was performed and found that the inpen was no longer logging in the insulin doses to the inpen app due to the low battery issue. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and it will be returned for analysis.